Event description:
A depuy mitek sales agent is reporting that the surgeon implanted five (5) spiralok devices, and four (4) broke in the post-operative timeframe. The original rotator cuff repair surgery was in 2006. The pt returned to the surgeon with pain and discomfort in his shoulder. Revision surgery was performed in 2007. The four broken devices with the same lot number were found broken between the head and threads. The cuff had already healed, so the surgeon proceeded to remove the broken anchors, and clean the cuff without further incident or harm to the pt. [See also associated mdrs 1221934-2007-00154, 1221934-2007-00155, and 1221934-2007-00156]

Manufacturer narrative:
The complaint devices were discarded by the facility, therefore, are not being returned to mitek for evaluation. However, this type of event has historically been attributed to a user technique issue. One hypothesis is that during the initial anchor insertion, excessive insertion torque was applied while the tip of the driver was not flush with the bottom of the anchor head. Also, it may have been inserted off-axis or into, too hard or dense bone. Any one of these improper techniques could have created a partial fracture or weakened the anchor during initial insertion, leading to complete severance of the partially fractured anchor post-operatively upon further loading. Furthermore, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and, therefore, there is no internally assignable cause for the reported problem. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this is to be a user technique issue. No further action is warranted at this time.